Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit has a fixed auto peep of 24cmh2o. There was no reported patient involvement.

Manufacturer narrative:
Date of device manufacture year is 2002. The month of manufacture was (B)(6). A ge healthcare service representative performed a checkout of the system and a review of the logs. There were no alarms logged and the ge service representative was unable to reproduce the issue with the positive end expiatory pressure (peep). The system is working per design.